Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. System check was performed by tandem technical support and no issues were identified. Ultimately, the customer reverted to an alternate method of insulin delivery. Customers blood glucose was 485 mg/dl.